Event description:
The lead was explanted due to suspected insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Our CAPA system has found this past-due reportable event. Analysis of the lead revealed abrasions through the outer insulation at 19.8 cm, 20.9 cm and 22.2 cm from the pins, consistent with that caused by friction with the ICD can.